Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 30 mg/ml for a total dose of 5.2 mg/day and clonidine with an unknown concentration for a total dose of 209 mcg/day via an implantable pump. It was reported the patient presented to the hospital with possible overdose concerns. The pump was interrogated and was empty. The patient was being managed by an hcp. There was no factors that may have led or contributed to the issue. The patient went to the hospital and the pain clinic nurse at the hospital was able to read the pump and find that the reservoir was empty. It was noted they spoke to the managing physician and said that the patient was due for a refill back in (B)(6) 2019 so the symptoms they are having were not related to the pump being empty. The hcps chose to set the pump to minimum rate until refilled, if refilled. It was noted that the patient was having other possible issues that are not related to the pump. No surgical intervention occurred and no surgical intervention was planned. It was reported the issue was resolved at time of report. The patient's status at time of report was alive- no injury. The patient's medical history was asked, and will not be made available. No further complications were reported.